Event description:
It was reported that the patient presented for an implant procedure. Post-operative interrogation revealed that the atrial lead had been dislodged. The dislodgement was confirmed by x-ray imaging. The lead was explanted and replaced. The patient was in stable condition.